Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 3 months, and 20 days following the implant of this transcatheter bioprosthetic valve, valve stenosis and valve calcification were noted. The mean gradient was 41 mm hg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device full UDI# was erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 3 months, and 20 days following the implant of this transcatheter bioprosthetic valve, valve stenosis and valve calcification were noted. The mean gradient was 41 mm hg. No patient complications have been reported as a result of this event. Additional information was received to report the valve was implanted at an approximate depth of 1mm within the native aortic annulus. It was also noted thrombus was possible, but not confirmed by the site.

Event description:
Additional information was received that prior to the implant of the valve, the patient had a gradient of 35 millimeters of mercury (mm hg). Immediately following the implant of the valve, the gradient was 12 mm hg. Approximately 1 year following implant of the valve, the gradient was 11 mm hg. Approximately 4 years following the implant of the valve, the gradient was 9 mm hg. 5 years and 2 months following implant of the valve, the mean gradient was 41 mm hg, and the patient had calcified leaflets and severe stenosis, but there was no evidence of leaflet thickening. The patient did not receive a transcatheter valve or surgery due to concerns of coronary obstruction. Subsequently, the patient passed away. The cause of death was not provided.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.